Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 1 mccicu2 full height cubie drawer 7 failed and does not allow the user to perform a recovery. Additionally, customer mentioned all three indicator lights on the board connected to the drawer were off. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn(B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer 7 controller board and module controller board was faulty. A field service engineer found the pyxibus module controller board would no longer register drawer closed. The fse replaced both boards to resolve the issue. The system functioned as intended after the field service engineer repaired the device.